Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument wire was broken and did not function as intended during endo-wrist movement and usage of bipolar cautery. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: reporter confirmed the issue was related to a broken wire that cause the jaws to be impared and not close properly. The fenestrated bipolar forceps moved in the intended direction. No pieces from the distal end detached/broke off. The jaws of the instrument were open and could not close, therefore there were not stuck on patient tissue. The instrument release kit (irk) was not required. The port incision was not increased since there was no need to remove the instrument with the cannula. The instrument was already returned for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.